Manufacturer narrative:
(B)(4). Investigation summary ==> a top foil, a labeled winding former with a needle/suture combination partially dispensed were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. However, it was noted that the needle was bigger than the correct size for the product code y305, needle type rb-1, for this reason a characterization was performed. The characterization of the sample was conducted and the following was observed: the sample was measured in needle diameter, point type, needle type, needle radius/curvature and angle did not belong to product code y305. Also, the suture was measured in diameter suture and length and the structure of the strand belong to monocryl vio, diameter 3-0¿and it is correct to the product code y305. According the sample condition, the assignable cause is a mixed needle.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify, what do you mean by "needle was bigger than the correct size"? Was the needle diameter incorrect? Was the needle shape or length incorrect? The needle diameter, shape and length were incorrect. The shape seemed to be sh instead of rb-1. Did the needle match the product description/labelling on package for monocryl suture vio 27in 3-0 s/a rb-1? No, it didn't. Do you have any photos of the package and the device in question? No, we don't. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown urological procedure on (B)(6) 2018 and suture was used. During the procedure, it was found that the needle was bigger than the correct size. The needle diameter, shape and length were incorrect. The shape seemed to be sh instead of rb-1. The needle-suture was different from its label. There were no adverse consequences to the patient. No additional information was provided.